Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that pot-operative pneumocephalus was seen. There was small residual left subdural hematoma noted as well as subarachnoid blood noted along the right frontal lobe and right anterior falx.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary #the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2018 patient fell and sustained a brain bleed. Patient was admitted to the emergency department with complaints of drowsiness. On (B)(6) 2018 patient had a computed tomography (CT) scan which found expanding subdural hematoma. Patient went into surgery with a left parietal subdural hematoma that was expanding requiring left craniotomy and leave in drain. Patient continued to decline and on (B)(6) 2018 had a second CT scan which showed significant hemorrhage to dominant temporal lobe with uncal herniation and significant temporal edema. Findings were discussed with patient's family and decision was made for care and comfort measures only. Support withdrawn and patient expired (B)(6) 2018.